Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. Functional testing was performed and no failure was detected. A manual test was performed and speaker sounded. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the continuous glucose monitor (cgm) receiver had intermittent audio output and patient experienced an adverse event. Patient's mother reported that patient was experiencing a hypoglycemic event and she called an ambulance. Patient was initially treated with an IV with sugar. Patient was transported to hospital. Patient regained consciousness after taking fluids and was discharged after a few hours. At time of contact, patient is recovered. Additionally, the patient's parent tested receiver's alarm function and the alarm was set to vibration only. Patient's mother does not know if the receiver was set to vibration at the time of event. No additional event or patient information was provided. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.